Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned but severed in two segments approximately 11.5 cm from the terminal pin. Visual inspection noted calcification of body fluids on the distal shocking coil and lead tip. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the impedance measurements may have been affected by the calcification of body fluids.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient with this right ventricular (rv) lead lost consciousness after feeling 3 shocks delivered. Review of the stored episode showed a fast ventricular tachycardia (vt) that was not converted after 8 shocks that exhausted tachy therapy. Lead integrity was questioned and pacing impedances were noted to increase over the months following the episode. A revision procedure was performed and this right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.